Manufacturer narrative:
There was no patient involved with this concern. A rep performed the failure analysis and uploaded backup to bring the system back up and it performed as expected. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that there were black 3d scans after the user experienced a database crash on the mobile view station (mvs) on the imaging system. There was no patient involved with this concern.